Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-17595. It was reported the patient had pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Explant date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the system was explanted on an unknown date. An abbott rep was not present.